Manufacturer narrative:
All of the buttons are functioning properly. No damage was found on the keypad traces noted during our visual inspection. The lcd connector was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons responded intermittently. Custoemr's blood glucose was unknown. Insulin pump will be replaced.